Event description:
Switched from co's molded face mask to co's chin cup/ear loop face mask. In three days, gradually developed severe contact dermatitis and cracking at corner of mouth, resulting in severe burning, itchness, and limited oral opening. Seen by a dermatologist who diagnosed contact dermatitis. Culture taken on cracked area. Placed on topical corticosteroid. Culture showed growth of a staphylococcus, but since normal flora on skin/nasal passage was inconclusive, placed on e-mycin 10 days as a precaution. Returned to work and back to molded face mask. Alerted co to contact MFR but never received any info.